Event description:
It was reported that the customer suspects a leak in the helium system of the cardiosave intra-aortic balloon pump (iabp). The customer reported that they have used three tanks this year and the last tank had never been used on a patient. It is unknown under which circumstance the event was discovered. However, there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The nurse at the facility reported that the cath lab has gone through five tanks and ICU has gone through four tanks in the last year. Originally, the facility thought it was because they were checking the level every shift by opening and closing the tank and it was purging. As a result, the facility changed the shift checks to stop that. They then thought the issue was due to the unit being separated from the base but realized that wasn¿t the issue because the charging light still lit up on the front of the unit. The nurse reported that a getinge service technician visited the site to check the units and discovered that they were all fine and he could not find any leaks. No further information was provided regarding the status of the iabp.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge company representative evaluated the unit and observed a low helium alarm. The main tank was checked to ensure that the tank was open. The company rep confirmed that it was open and replaced the helium tank to correct the issue. Additional information has been requested with regard to the status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the customer suspects a leak in the helium system of the cardiosave intra-aortic balloon pump (iabp). The customer reported that they have used three tanks this year and the last tank had never been used on a patient. It is unknown under which circumstance the event was discovered. However, there was no patient involvement, thus no adverse event was reported.